Manufacturer narrative:
Date of report: 25jun2019. Date received by manufacturer: 24jun2019. No evaluation has been documented, nor performed by the manufacturer. Further information has been made available regarding this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the watchdog test (e/c 100b) on arrival. There was no patient involvement. The event date was not specified; estimate used.